Event description:
The customer is reporting that the mp70 monitor alarmed as intended, but he was expecting an asystole alarm where the monitor was generating (?), and an audible and viewable inop.

Manufacturer narrative:
The customer reported that the mp70 monitor alarmed as intended, but he was expecting an asystole alarm where the monitor was generating (?), and an audible and viewable inop for three different parameters, including arterial pressure. The pt had been removing all monitoring accessories and was found in respiratory arrest and then was resuscitated and recovered. The monitor worked as intended and if this scenario was to re-occur, the monitor will generate the same viewable and audible inops and alarms. The monitor is still in use at customer's site. Philips is reporting this only because a pt incident occurred while being monitored using our devices. Device labeling (instructions for use) adequately describes these parameters and inops. No further investigation or action is warranted. (B) (4).